Event description:
General report received of an unspecified number of undocumented incidents of unable to deliver medications through clave secondary ports. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of normal saline, at unspecified rates, via plum pumps. At unspecified times, the male adapters of unspecified 50ml syringes were connected to the clave secondary ports on the cassettes of the tubing sets for deliveries of unspecified medications and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of time, the nurses noted that the pumps indicated that the medications were being delivered; however, the syringes remained full. The customer contact reported that the nurses disconnected the syringes from the clave secondary ports and then reconnected the syringes to the clave secondary ports. The customer contact reported that again the medications would not deliver. The nurses again disconnected the syringes from the clave secondary ports and connected the syringes to the distal clave y-sites of the tubing sets and delivered the medications via IV push. The tubing sets remained in clinical use. There were no reported adverse pt effects and no reported delay of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Testing and investigation is complete. The devices were not received. During the investigation, no possible causes for the customer reported unable to deliver medications through clave secondary ports were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.